Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient's blood glucose (bg) was over 500 mg/dl, no symptoms, yesterday. Patient was taken to endocrinologist who advised discontinuing their pump. Patient bg at time of call was 300 mg/dl, still on injections. The reporter states that the time and date are (B)(6) 2007 1202 am at time of this call, as the battery was just placed in the pump yesterday. Customer support (cs) had reporter manually correct date and time in pump, then remove battery: time and date reset to (B)(6) 2007 1200am again. Reporter is unaware if time and date were programmed correctly during bg excursion yesterday. Reporter confirmed rates and settings are correct; states patients has dementia and will press buttons on their pump. The patient will remain on backup injections until the replacement pump arrives. The time/date issue is not being reported as the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/18/2014 with the following findings:. Unable to verify at time/date reset to the default setting in the black box, but issue was duplicated in testing. Pump was exercised for 24hrs to ensure the internal battery was fully charged. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power, the time and date reset to 12:00am (B)(6) 2007. Pump successfully passed a delivery accuracy test and was found to be operating within required range. Removal of the pump cover and a visible inspection confirmed the internal battery was leaking. Unrelated to the complaint,t he display screen has a pinkish contrast; the screen is still able to be safely read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.